Manufacturer narrative:
Patient started treatment on (B)(6) 2022 and had approximately 3 weeks of treatments prior to the seizure on (B)(6) 2022. The patient admitted to having taken an old prescription (clonidine or clonazepam) to induce sleep the night before the seizure. The lack of sleep and combination of medications may have lowered the patient's seizure threshold. The patient returned for treatment the next day, (B)(6) 2022 2022 and did fine. On (B)(6) 2022 2022 the patient had some involuntary tremors at which time the provider lowered the power by 5% which was tolerated by the patient. The patient has continued treatment without further issue and is doing well.

Event description:
Neuronetics received a call from a provider stating that a patient had a tonic clonic seizure during tms treatment which lasted about 2 minutes before resolving.